Event description:
It was reported that while in use on a patient, this pb560 ventilator generated a continuous sound, had no display and ventilation stopped. The patient was removed from the ventilator and ventilated with a resuscitator before being placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e: japan medtronic personnel reported the event to manufacturer on behalf of the customer. Section g: there is no 510k associated to this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted by FDA on april 05, 2020. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b4 unique identifier (UDI)# updated section d9 was updated due to part return section h6 evaluation codes was updated due to part return result code (annex c) add additional code component code (annex g) remove g02005 and add g0201201 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this pb560 ventilator generated a continuous sound, had no display, and ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the unit and found it would not power up, likely confirming the reported event; therefore replaced the central processing unit (cpu) printed circuit board (pcba) and the power management pcba. Additionally, sp replaced the damaged keypad. Sp performed the 2-year preventive maintenance and passed all the required calibrations and tests as per the manufacturer's specifications at the time of service. One cpu pcba was returned to medtronic for analysis: the returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One power supply pcba was returned to medtronic for analysis: a visual inspection was carried out on the returned component, no anomalies were observed. The power supply pcba was attached to the failure investigation test ventilator for analysis. The power switch was turned on, the ventilator failed to power up, verifying the reported failure. The fault was isolated to a short circuit across capacitor c41 on power supply pcba. Investigation determined if c41 on power supply pcba were to fail while in use on a patient, the ventilator response would be to enter loss of ventilation (lov). The cause of the reported event was isolated to a faulty capacitor c41 on power supply pcba of power management pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b4 unique identifier (ud()# updated section h6 evaluation codes was updated due to device evaluation: method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this pb560 ventilator generated a continuous sound, had no display, and ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the unit and found it would not power up likely confirming the reported event; therefore replaced the central processing unit (cpu) printed circuit board (pcb) and the power management pcb. Also, sp replaced the damaged keypad. Sp performed the 2-year preventive maintenance and passed all the required calibrations and tests as per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the cpu pcb and/or power management pcb. An additional issue was isolated to a damaged keypad. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.